Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the load cell is bad. The pt weighing feature is not working correctly. No pt involvement or adverse consequences are reported.